Event description:
A (B)(6) female with a history of cancer was seen in the chemotherapy infusion center for treatment. The pt was started on 5fu via a smart ez pump for home infusion. The pt called the next morning because she noticed the 5fu smart ezpump was leaking. She was told to come to the chemotherapy infusion center right away. Upon examination, a crack was noted at the connection between smartez pump and posiflow. Additionally, the male piece of the luer lock was broken off and lodged into posiflow. Photographs were taken. The MFR rep was notified.